Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026, sampling from: air/water channel, auxiliary channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 16, bacterial identification: bacillus species, rossellomorea sp. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 21, bacterial identification: bacillus species, microbacterium oxydans. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: 1, bacterial identification: paenibacillus sp. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 3, bacterial identification: microbacterium oxydans. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 57, bacterial identification: microbacterium oxydans, enterococcus avium. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 1, bacterial identification: staphylococcus cohnii. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 1, bacterial identification: peribacillus simplex. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: <1, bacterial identification: none. In addition, the following reportable malfunctions were identified: air/water tube and cylinder had foreign objects. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the service history record did not reveal failures that could be the cause of the reported contamination. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.